Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged filter getting black. There was no report of patient harm or injury. The device was returned but yet not evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged filter getting black. There was no report of patient harm or injury. The device was returned but yet not evaluated. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device and was completed by the manufacturer and found a dark, unknown contaminant on the front panel, the rear panel and bottom enclosure. An unknown contaminant on the bottom enclosure, as well as an insect on the bottom. An unknown dust contaminant on the blower seal. A keratin-like substance on the blower box outlet. Evidence of liquid ingress on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dark contaminent, unknown contaminent, insect, dust, keratin was inconsistent with the device and liquid ingres consistent with blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.